Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the device shows signs of extensive use. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the reported failure. However, it was noted the poly was worn and swapped after 25 years of implantation. According to the report, the current health status of the patient is unknown. Consequently, the impact to the patient beyond the reported revision could not be confirmed nor concluded. Therefore, no further clinical/medical assessment is warranted at this time. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that wear of the polyethylene, metal and ceramic articulating surfaces of acetabular components may occur as an adverse event. Higher rates of wear may be initiated by the presence of particles of cement, metal, or other debris which can develop during or as a result of the surgical procedure and cause abrasion of the articulating surfaces. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include friction or joint tightness. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after twenty-five (25) years of a thr surgery, it was noticed that the ref lnr 28id 20 deg sz f was worn. A revision surgery was performed on (B)(6) 2023, in order to swap the implant. The current health status of the patient is unknown.